Event description:
It was reported by service report that the wheel was broken. No patient involvement or adverse consequences are reported. The broken wheel could potentially result in the wheel no longer being able to function.